Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:complete congenital heart block: a case of multilevel block. Heartrhythm case reports. 2017; 3(6):294-297. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an implantable pulse generator (ipg) used in a patient with complete congenital heart block. The patient experienced non-sensed p-waves two months post-implant. The ipg was programmed with a lower rate limit. The author noted one week later the patient experienced instability of the left atrium resulting in no pacing above the lower limit. The status of the device is unknown. Further follow up did not yet yield any additional information.